Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is japan h3: product analysis of part#: 55750027545, lot#: h6031959 visual and optical inspection confirmed the fns tip is stuck in the head of the screw due to the dried cement. It appears the tip may have not been seated fully in the screw head during the attempted cement delivery process. ¿this regulatory report is being submitted due to retrospective review.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care professional via a manufacturer representative regarding a device used for l3 & l5 percutaneous pedicle screws spinal therapy for 1a1b fusion and l4 vertebral body replacement for l4 ruptured fracture. It was reported that the cement was injected into the fm of l5, but it leaked from the screw head. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information received from the manufacturer representative that all the reported products are related to the cement leak from the screw head. Additional information received from the manufacturer representative that the received other products extenders were in an assembled state, and no damage was observed on its exterior. However, cement leakage was confirmed near the cement delivery guide tip.